Manufacturer narrative:
The device was not returned to zoll medical; however, the customer returned the ECG data for review. Eval of the ECG data found that the presented heart rhythm met the requirements for defibrillation and the device appropriately reported a "shock advised" prompt.

Event description:
Complainant alleged that while treating a male pt, in cardiac arrest, the device appropriately delivered two shocks to the pt in ventricular fibrillation. The pt's heart rhythm was then re-analyzed and the device returned a "shock advised" determination for a heart rhythm, they believe was non-shockable. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.